Event description:
The galaxy coil (640cf0620/15840004) was advanced partially into a basilar tip aneurysm with an sl-10 microcatheter (details unknown) and jailed behind a solitaire stent (details unknown) which was being used for stent assisted coiling. The physician decided to end the procedure and could not withdraw the coil back into the microcatheter. The microcatheter was withdrawn with the distal end of galaxy coil protruding from microcatheter¿s distal tip. The microcatheter and coil were removed together from the body. It was discovered that the coil was no longer attached to the coil hypotube. Other products used in the procedure were the solitaire fr 4.0 x 15 stent, prowler select plus microcatheter (details unknown), and neuron 070 delivery catheter (details unknown). Concomitant medicine administered were heparin, aspirin, plavix. No patient information provided.

Manufacturer narrative:
Concomitant medical products: heparin; excelsior sl-10 microcatheter (details unknown); solitaire fr 4.0 x 15 (details unknown); prowler select plus (details unknown); neuron 070 (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15840004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The galaxy coil (640cf0620/15840004) was advanced partially into a basilar tip aneurysm with an sl-10 microcatheter (details unknown) jailed behind a solitaire stent (details unknown) which was being used for stent assisted coiling. The physician decided to end the procedure and could not withdraw the coil back into the microcatheter. The microcatheter was withdrawn with the distal end of galaxy coil protruding from microcatheter¿s distal tip. The microcatheter and coil were removed together from the body. It was discovered that the coil was no longer attached to the coil hypotube. It was reported that the coil which was returned for analysis, did not stretch prior to detachment. It was indicated that no medical intervention or medication was required to prevent impairment or injury. The solitaire stent had been deployed using a prowler select plus microcatheter (unknown product/lot) and the sl-10 microcatheter to deliver the coil, both placed through a neuron 070 delivery catheter. The coil was only partially advanced into the aneurysm in order to see if a second stent in a y-configuration would be needed. It was determined that a y-stent configuration was necessary; however, the microcatheter to deploy the second stent was not able to be advanced through the first solitaire stent that was already deployed. An adequate continuous flush was maintained through the microcatheter at all times and there was no known resistance between the guidewire and microcatheter used with the coil when accessing the target site and no damage to the microcatheter. There was no resistance with advancement of the coil through the microcatheter. No other coils had been advanced through the microcatheter prior to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out the distal end of the microcatheter. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 20 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped and no damages were noted on it. The support coil and gripper were found outside of the introducer and no damages were noted on them. The embolic coil was received separated of the unit and it was found stretched/kinked. The gripper and embolic coil were inspected under microscope and the following were found: no obstructions or damage was noted on the purge hole and gripper also marks indicating a tight fit of the embolic coil within the gripper can be observed. The embolic coil was found stretched/ kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to withdraw the entire coil into the microcatheter could not be evaluated due to the condition of the returned unit. The cause of the unintended coil detachment also cannot be conclusively determined. Based on the analysis of the attachment zone of the delivery system, there is no indication of any related manufacturing issues. It is possible that device interaction of the coil with the stent and/or microcatheter during withdrawal may have contributed. With review of the reported information, review of the returned device and the device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent devices with this type of failure from leaving the facility. Therefore, no corrective actions will be taken at this time.